Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im total hcg result for one patient. The initial result was reported to physician(s), who questioned the result. A second sample from the same patient was drawn approximately a week later and tested on another atellica im analyzer, and the result was low. The interpretation of results section of the atellica im total hcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im total hcg result for one patient. The initial result was reported to physician(s), who questioned the result. A second sample from the same patient was drawn approximately a week later and tested on another atellica im analyzer, and the result was low. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant total hcg results.

Manufacturer narrative:
Initial MDR 1219913-2022-00398 was filed on nov 28, 2022 reporting an outside the united states customer observed elevated atellica im total hcg result for one patient. Additional information - dec 19, 2022. The customer reported a falsely elevated patient result on atellica im sn# (B)(6) with total human chorionic gonadotropin (thcg) reagent lot 342. On oct. 19th, the initial patient result on sn# (B)(6) was 173.3 miu/ml which was reported and questioned by the physician. On oct. 27th, a new sample from the same patient was tested on another im module and the thcg result was <2.0 miu/ml. The lower repeat result was reported as being correct and initial the result was believed to be falsely elevated. Thcg reagent lot 342 calibrations and qc were within acceptable range on both days of testing. The laboratory repeated the entire batch of samples tested on (B)(6) on oct. 19th and no other samples were identified as being discordant. Review of the service log from (B)(6) showed no mechanical failures around time of the discordant result. Inspection of the discordant sample tube identified some fibrin within the tube. Siemens has completed review of the sample and reagent trace files for the discordant sample sid # (B)(6). The review found no concerns with the reagent probe additions. The sample probe trace met acceptable limits but showed a possible sample quality or integrity issue. Siemens cannot definitively determine the cause of the discrepant result. Contributing factors such as pre-analytical factors and/or a sample handling issue cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.